Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary plumset was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. The male adapter of an unspecified secondary tubing set was connected to the clave secondary port of the plumset cassette. The secondary tubing set was being used to deliver an unspecified chemotherapeutic agent. It was reported that after the delivery of the chemotherapeutic agent was started, a leak of solution was noted at the clave secondary port. It was reported that an unspecified volume of solution came in contact with the pt's skin. The pt's skin was washed. The leak of solution was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.